Event description:
It was reported that the patient has been experiencing elevated blood glucose levels for the past week. The patient's blood glucose levels have reached 480mg/dl. The patient reported occasionally experiencing nausea. The patient indicated that their healthcare provider lowered their basal rates approximately 3 weeks prior due to increased activity. The patient is no longer taking part in the increased activity. The pump history was reviewed and the pump delivery history was found to be correct. The patient was recently diagnosed with (B)(6) and has been treated with antibiotics. The patient has continued to use the pump with no reported issues. This is being reported due to elevated blood glucose levels with nausea, due to a change in activity.

Manufacturer narrative:
The patient reported experiencing elevated blood glucose levels. The patient indicated that their healthcare provider lowered their basal rates approximately 3 weeks prior due to increased activity, and the patient is no longer taking part in the increased activity. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.